Event description:
It was reported that since (B)(6) 2018, lead replacement surgeries for subarachnoid hemorrhage were performed about three times at one- to two-year intervals. It was unknown what factors may have caused the event. It was unknown if the issues had been resolved at the time of report.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(6): product ID: neu_unknown_lead, serial/lot #: (B)(6): g2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.